Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant is unk. It was reported 2 months post stent graft implantation the CT demonstrated a type I endoleak, due to the short length and 90 degree angulation of the aortic neck. The physician elected to angioplasty the stent graft and placed a palmaz stent graft. It was reported that the type I endoleak resolved. No additional clinical sequelae were reported and the patient is fine.